Event description:
It was reported that, during implant testing, this device could not convert the induced arrhythmia. A second shock did convert the induced arrhythmia. Afterwards, the first induction episode could not be found in the device. The second episode was found. Loss of telemetry is suspected for the missing first episode. The system was successfully implanted. The malfunction is not likely to cause or contribute to a serious injury. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that, during implant testing a few months ago, this system could not convert the induced arrhythmia. Testing was done again recently, and the system still could not convert the induced arrhythmia. The doctor explanted the system and replaced it with a transvenous system. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that this device exhibited a battery depletion (bd) error. The device has been implanted a little over one month. Technical services tried to contact the caller for assistance but there has been no further communication. There were no known adverse patient affects. The device remains implanted. It was reported that, during implant testing, this device could not convert the induced arrhythmia. A second shock did convert the induced arrhythmia. Afterwards, the first induction episode could not be found in the device. The second episode was found. Loss of telemetry is suspected for the missing first episode. The system was successfully implanted. The malfunction is not likely to cause or contribute to a serious injury. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Telemetry testing was had normal findings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that, during implant testing a few months ago, this system could not convert the induced arrhythmia. Testing was done again recently, and the system still could not convert the induced arrhythmia. The doctor explanted the system and replaced it with a transvenous system. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that this device exhibited a battery depletion (bd) error. The device has been implanted a little over one month. Technical services tried to contact the caller for assistance but there has been no further communication. There were no known adverse patient affects. The device remains implanted. It was reported that, during implant testing, this device could not convert the induced arrhythmia. A second shock did convert the induced arrhythmia. Afterwards, the first induction episode could not be found in the device. The second episode was found. Loss of telemetry is suspected for the missing first episode. The system was successfully implanted. The malfunction is not likely to cause or contribute to a serious injury. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that this device exhibited a battery depletion (bd) error. The device has been implanted a little over one month. Technical services tried to contact the caller for assistance but there has been no further communication. There were no known adverse patient affects. The device remains implanted. It was reported that, during implant testing, this device could not convert the induced arrhythmia. A second shock did convert the induced arrhythmia. Afterwards, the first induction episode could not be found in the device. The second episode was found. Loss of telemetry is suspected for the missing first episode. The system was successfully implanted. The malfunction is not likely to cause or contribute to a serious injury. There were no adverse patient effects.